Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tellefsen ra, ugland t, bjørndal mm, ugland s, pripp ah, nordsletten l. Increased risk of high-grade heterotopic ossification using direct lateral approach versus a muscle-sparing anterolateral approach to the hip: radiological results from a randomised trial in patients with a femoral neck fracture treated with hemiarthroplasty. Hip int. 2022 may 18:11207000221097639. Doi: (B)(4). Epub ahead of print. Pmid: 35585787. Objective and methods: authors studied 150 patients who received uncemented hemiarthroplasties to treat femoral neck fractures, with randomized selection for anterolateral approach (ala) or direct lateral approach (dla). The authors sought to study the impact on component placement and formation of heterotopic ossification, based on whether a muscle sparing or direct lateral surgical approach was utilized (75 patients included in each group). Measurements included leg-length discrepancy, femoral offset, femoral stem position, canal fill ratio and the presence of heterotopic ossification after 12 months. Implants utilized in all patients were depuy corail collared straight stems with hydroxyapatite coating, paired with depuy self-centering bi-polar head and 28mm femoral head. Individual patient case or demographic data was not provided, nor were specific adverse issues or complications broken out by specific patients. Results: at 12 months follow-up, one patient in the ala group was diagnosed with brooker grade 4 heterotopic ossification¿patient had post-op infection in first post-op month, requiring two revision surgeries (details not provided). 5 patients in the dla group had brooker grade 3 heterotopic ossification. There was an equal distribution of patients who developed brooker grades 2 (dla = 6 and ala = 5) and grades 1 (dla = 11 and ala = 8). The dla groups higher brooker grade results were considered statistically significant. Post-op radiographic exams noted that significant leg-length discrepancy (lld >= 10mm) was present in dla = 6, and ala = 9. A decrease in femoral offset >= 15% was identified in (dla = 31) and (ala = 29), and valgus/varus stem positioning noted in (dla = 18) and (ala = 11) in lateral view. Apart from the patient with post-op infection who was revised twice, no other medical or surgical complications were reported. At the twelve month follow-up, 11 patients in the dla group had expired, while 13 patients in the ala group had expired¿no suggestion was made that the patients¿ deaths were related to their surgical procedures or implants. Hemiarthroplasty performed in the direct lateral approach resulted in a higher incidence of brooker grade 3 heterotopic ossification. Otherwise, results support equal restoration and component placement with either approach.